Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Review of the provided images was performed by the isi failure analysis engineer and a loose grip cable was identified at the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified issue was observed on the large clip applier instrument. The procedure was completed with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical inc (isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and no issues were observed. The incident occurred when the surgeon tried to clip a vessel inside the patient. The specific issue the surgeon experienced was an audible loud click as the instrument closed, but the clip did not engage. Upon inspection, it was found that the internal wiring was visibly loose as if it had slipped from the mechanical wheel aspect of the mechanism. Purple weck clips were used with the large clip applier instrument. The vessel or tissue bundle appeared to be an appropriate size based on past cases and usage. The incident occurred during the second clip application. The issue was resolved by removing the faulty instrument from use and replacing it with another.